Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the generator was unable to reach the correct temperature. The procedure was abandoned as a result. No adverse consequences were reported from the patient.